Event description:
While collecting buffy coat during the patient's photopheresis treatment, it was noted that the kit was faulty in that, instead of flowing into the treatment bag, it was flowing outside the kit through a break or a hole in the kit, out onto the deck of the machine. The treatment was immediately aborted without being able to return the patient's blood from the centrifuge, the treatment and return bags. This was a volume of about 400 ml. Dr.(B)(6). Was notified and patient was discharged to home. (B)(6) was also notified of the problem. Manufacturer response for photopheresis system procedural kit, cellex photopheresis system procedural kit (per site reporter).